Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The keel handle was broken during decontamination process. The cap at the end of the handle was missing.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted osteotome confirmed the 202446916 end cap component has fractured at the center of the pin that secures the cap to the shaft. The root cause is being attributed to suspected misuse. The sigma unicondylar surgical technique (.25m0908 / 0612-05-507) states "use the tibial osteotome to gently remove the bone from the keel slot. Do not impact forcefully as this can cause a break of the posterior tibia". No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.